Manufacturer narrative:
Concomitant products: 6937a-35 lead; 5076-45 lead implanted: (B)(6) 2007.

Event description:
It was reported there was failure to heal following implant of the right ventricular (rv) lead. It was also reported the patient developed an infection, there was vegetation on the leads, and there was frank erosion. The implantable cardioverter defibrillator (ICD) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.